Event description:
It was reported that the pump touchscreen was unresponsive. There was no impact to the customers blood glucose. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.